Event description:
It was reported that an episode of non-sustained lead noise was detected. The noise was reproduced by pocket manipulation. It was determined that the noise was generated due to the lead not being secured well in the device header. Since the lead was reattached correctly no further noise has been detected. The patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.